Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the device was unable to power on and there were lines on the display. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, there was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that is unable to turn on was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty user interface module printed circuit board assembly. The user interface module printed circuit board was replaced to correct this condition. Additional information: this involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00. A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.